Event description:
A us distributor returned an electrode belt indicating that the belt did not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief damaging the j702 connector inside the dn. The cause of the inability to communicate with the test monitor is the damaged connector and trunk cable. The root cause of the damaged connector and trunk cable is likely excessive force placed on the cable. No adverse events resulted from the damaged connector and trunk cable.